Event description:
It was reported that a spectrum pump had a false downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of false downstream occlusion through the history log but could not reproduce it during eval. Eval found that the downstream sensor readings were above specification with a fluid filled set loaded. Eval also found the downstream pressure plate gap to be out of specification. The downstream tubing guide was replaced to correct this condition.